Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and the evaluation found that the light guide connector lens was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the telescope "ultra", 10 mm, 30° had a light guide connector that was missing. The issue was found during preparation for use for a diagnostic laparoscopy procedure. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h6 coding.correction:h4 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that the defect was caused by excessive use. Olympus will continue to monitor field performance for this device.